Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during dwell 3 of 3. The home patient (hp) saw a leak but did not know where the leak came from. The technical service representative cycled power and referred the hp to the nurse. The lot number was unknown and the hp reported he would discard the supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a leak found during dwell was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.